Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a failed motor calibration occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a failed motor calibration occurred. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the failed motor calibration was confirmed. The blower and/or system board will need to be replaced to resolve the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging a failed motor calibration occurred. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the failed motor calibration was confirmed. The blower and/or system board will need to be replaced to resolve the issue. The original system board and blower were sent to the product investigation lab for further testing and it was determined that both parts function as designed. Service was unable to duplicate the reported issues.